Manufacturer narrative:
Device passed self test and displacement test. No pump error 53, 4, or 63 noted while testing, however, pump error 4 and pump error 53 found in the pump history due to software error. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin 6 trace and pin 1 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump error. The customer¿s blood glucose was 113 mg/dl at the time of incident. Customer were able to clear the alarms. Customer received request to rewind the insulin pump. Customer was able to complete insulin pump rewind. Customer performed self test and self test did not passed they got an error in the hardware low level failures. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.